Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor failed a pulse test. The lst pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(6) has been completed. Upon service investigation, the monitor failed a pulse test. Upon investigation, extensive corrosion was found on the electrode belt connector and the lcd screen was damaged from water. In addition, the backup battery was swollen. The cause for the pulse current faults was the corrosion of the monitor components. The root cause for the corroded components and swollen battery cannot be positively identified but is likely the ingress of an unk liquid. No adverse event resulted from the damaged components. The last pt to use this device did not report any deficiencies.